Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) battery was depleting more rapidly than expected by the physician. The patient has history of long periods of wireless telemetry use during in-clinic follow-up sessions. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. Products: 694965 implantable tachy lead 2005 (B)(6); 5076-52 implantable pacing lead 2005 (B)(6); 419378 implantable pacing lead 2005 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.